Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the scissors were dull.

Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.0. Inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.